Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 (scope communication error) during gastroscopy and adrenaline injection diagnostic procedure with same device in involving an olympus gastrointestinal videoscope. There were no reports of patient harm.